Event description:
The customer reported experiencing high blood glucose since the day before. The blood glucose reading at time of call was 533mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high p pressure test and the test passed. Days later, it was posted that he reported to the emergency room for help in getting his blood glucose within the proper range, and they were able to bring it back down. The next day, he went to his endocrinologist and found that the tubing was along the waist of his pants and belt; he was advised not to do again. Also, he was instructed to change the infusion set/reservoir, and since then his glucose level has been in the low 100s mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.